Event description:
Pt reported the release button on the insertion assist device is blocked, and then it gave an unexpected release. Pt stated no adverse event occurred. Pt reported the device works periodically. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.